Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed the majority of the coiled wire of the guidewire was unraveled. Blood residue was observed throughout the returned sample and the core wire was observed to be broken. A microscopic observation revealed the break site of the core wire was curved and tapered with a flat and granular fracture surface, which is indicative of failure caused by excessive tensile (pulling) force. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of recz0511 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became frayed because only the guidewire was pulled back during the guidewire insertion procedure. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz0511 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became frayed because only the guidewire was pulled back during the guidewire insertion procedure. There was no reported patient injury.